Manufacturer narrative:
No lot number was provided to investigate production records. The product was discarded and will not be returned. The report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "during an open cesarean section, in closure, the needle of the device broke. The xray was not taken even though the tip fell into the patient's cavity. To complete the case, a new device was used."